Event description:
This report is based on information provided by remote service engineer rse and is currently being investigated by the philips complaint handling team. Philips received a complaint on the tempus pro with touchscreen calibration after reboot. Although the procedure had to be repeated, no impact noted to the patient.